Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through april 14,2021. The image(s) was reviewed, and the complaint condition was confirmed, as the image showed a broken plate. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. Conclusion : there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Device history review - a manufacturing record evaluation could not be confirmed as the lot number could not be determined from the image.

Event description:
Device report from synthes reports an event in (B)(6) as follows: I was reported that on, (B)(6),2020 dog underwent left shoulder -fusion surgery. Because the dog had been diagnosed with severe osteoarthritis. Lcp 2.7 mm plate was used in surgery with cortical and locking screws. After three (3) months, (B)(6), 2020 the dog had begun to limp strongly and x-ray showed that the plate had broken. The dog underwent revision surgery on (B)(6),2020 and the dog´s owner is willing to receive compensation for the broken plate. Concomitant medical products: unknown cortical screw (part# unknown; lot# unknown; quantity: unknown). Unknown locking screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) vet lcp 2.7 14ho l126 sst. This is report 1 of 1 for complaint (B)(4).